Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Associated mfrs: 0001825034 - 2018 - 03776, 0001825034 - 2018 - 03952, 0001825034 - 2018 - 03956.

Event description:
It was reported that the locking mechanism of the shell did not work. The surgeon attempted to insert three liners before removing the shell. A one and a half hour delay occurred.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the liner identified scratches and gouges on the rim of the liner. Particulates and gouging were observed on the sidewall of the liner. The barb was scraped and damaged to an extent that the poly was separated from the liner. Pits and scratches were observed on the outer radius of the liner. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.